Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a fissure in the junction between the diff mix chamber and the diff waste line. He replaced both diff mix chamber and the diff waste line, and this resolved the leak and the diff background high messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 20 ml from a coulter lh 750 hematology analyzer while running start-up. The leak was not contained within the instrument and differential, diff, background high error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.